Event description:
It was reported that, before use and during preventative maintenance by a getinge field service engineer(fse), the cardiosave intra-aortic balloon pump (iabp) had a broken pressure hose. There was no patient involvement reported.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue reported that they heard a hissing noise from the back of the unit when booted up. The fse replaced the pressure tube assembly (0004-00-0093). The fse verified unit calibrated and passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
Updated data: b4, g3 corrected data: e3, e4

Event description:
N/a